Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus and the inspection results of the repair department, olympus could not identify the foreign material. Additionally, no other defect was observed. Olympus could not specify root cause of the foreign material remaining in the subject device. The suggested event is detectable and preventable by handling device in accordance with the following IFU (instructions for use). IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had foreign material that clogged the channel. The issue occurred during preparation for use in an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.